Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85-90% stenosed target lesion with an angulation of 70 degrees was located in the moderately calcified mid left anterior descending artery. A 16 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, the physician encountered friction while trying to pass the lesion and when the device was removed it was noted that some struts at the distal section were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.